Event description:
Reporter alleged obtaining the results of 500 mg/dl and 95 mg/dl back to back within 10 minutes on the aviva system. Reporter stated that she got the readings about 15 minutes after taking her oral diabetes medication. No other actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product. Reporter stated that she no longer has the strips, so no product will be returned for evaluation.

Manufacturer narrative:
Absent the lot number, manufacture date cannot be determined. Will not be returned to manufacturer.